Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 70-year-old male patient (58kg,168cm) underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade. Cardiac tamponade occurred while lv (left ventricle) was being energized. The event occurred about an hour after the use of the ablation catheter. It is unknown if an atrial septostomy performed. Ablation was performed before the presence of cardiac tamponade was confirmed. A steam pop was not confirmed. An irrigation catheter was used and the flow rate setting was set at pre 2sec, energized 15, post 4sec. No abnormalities were observed prior to or during use of the product. No error was observed. Force visualization features used were dashboard with tag index. The generator used was a smartablate and the septal puncture needle used was a rf needle/lifeline. The generator was set correctly, including the selection of the catheter. Pump was working correctly. The patient¿s clinical course was two days later, the patient¿s feeling got better and the patient discharged from the hospital. Causal relationship with product is unknown. The physician's comment was probably tamponade occurred when conducting ablation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 26-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30814039l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, bwi received additional information indicating that the physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was fully recovered. Transseptal puncture was performed with a rf needle. No error was observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).